Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the display blank currently. Customer reported that the display did not returned. Customer stated that the insulin pump had not been dropped or bumped. Customer stated the insulin pump had not been exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.